Event description:
Pt found to have needle broke off into scalp. Pt was transferred from ICU to a hospital. Shiny spot on head observed in nursery there. Pressure to site and broken needle tip with catheter adhered to it emerged. Pt without signs of infection.